Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two peripheral (off-label) leads from the same lot number. It was reported the patient went to the e.r. Due to drainage at her lead sites. The patient was treated with intravenous antibiotics, and a CT scan was taken. It was reported there appeared to be just a small pocket of localized infection. Follow-up indicated the patient saw her implanting physician who prescribed oral antibiotics. Allegedly, one of the lead sites had closed, and the other site had a slight amount of drainage. No further information is available at this time.